Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn for 36 to 48 hours. The patient's blood glucose levels reached 600 mg/dl..

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 1703 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.